Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd vacutainer® device had a discolored additive. No serious injury or medical intervention.